Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hiatal hernia. It was reported that after implant, the patient experienced erosion, severe dysphagia, inability to eat, mesh wadded up, migration and adhesions. Post-operative patient treatment included excision of adhered and eroded mesh, lysis of adhesions, takedown of fundoplication, esophagogastroduodenoscopy, lap partial (wedge) gastrectomy.